Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a bi-fascicular block. During the procedure, while the physician was advancing the pigtail catheter to the non-coronary cusp (ncc) for imaging, the patient went into complete heart block. The valve was implanted at a depth of 2mm non-coronary (shallower than the recommended 3mm) and 3mm left coronary. Then, a permanent pacemaker was placed to resolve the event. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, 25mm navitor valve was selected for implant in a patient with prior bifascicular block. During the procedure, while the physician was advancing the pigtail catheter to the non-coronary cusp (ncc) for imaging, the patient went into complete heart block. A temporary pacer was used to complete the procedure. The valve was implanted at a depth of 2mm non-coronary and 3mm left coronary. The following day, a permanent pacemaker was placed to resolve the event. The patients was hospitalized for an extra day due to this. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There were no adverse health consequences to the patient and they are stable. There was no clinically significant delay during the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 25mm navitor valve was selected for implant in a patient with prior bifascicular block. During the procedure, while the physician was advancing the pigtail catheter to the non-coronary cusp (ncc) for imaging, the patient went into complete heart block. A temporary pacer was used to complete the procedure. At a later date, a permanent pacemaker was placed to resolve the event. There were no adverse health consequences to the patient and they are stable.